Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual inspection of the interior of the hand piece found the motor mounts had signs of charring and were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the motor pinion gear and pump face gear locked up, which rendered the device unusable. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is having strange noise and handpiece & battery is really hot during use. There is also electrical and plastic smell. The event timing was before surgery. There is no harm or delay reported. Upon inspection, the interior of the hand piece found the motor mounts had signs of charring and were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. No adverse events were reported as a result of this malfunction.